Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009 ¿ patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the previously placed synthetic mesh extended to below the umbilicus at the midline and all mesh segment was excised. The defect was approximated by placing a bard flat mesh and secured circumferentially using sutures.¿ on (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral hernia; adhesions thereby underwent open repair with the removal of mesh. Per operative notes, ¿patient had scar dehiscence. The patient had a blowout of the right lateral abdominal mesh that had pulled away from the underlying fascia causing the hernia to recur. The mesh was removed. Adhesions were taken down. A biological mesh was placed onlay using sutures.¿ on (B)(6) 2011 ¿ patient was diagnosed small bowel perforation, abscess, adhesion thereby underwent small bowel resection.